Manufacturer narrative:
The medical center discarded the impella product upon the family withdrawing care and the patient expiring. The definitive cause of the access site hematoma is not possible to be determined without product return. The cause was most likely patient management of the access site. The failure mode will be monitored and trended.

Event description:
A patient was admitted with an st elevation myocardial infarction (stemi). The hospital made the choice to transfer her to a tertiary medical center for escalation of care. The team made the choice to intervene upon her coronary artery that was occluded. When her condition deteriorated post intervention they placed and impella cp for support. Unfortunately the access site for the impella developed a hematoma. The team attempted to treat it and reduce by placing pressure with a femstop. When this failed, the team determined that blood replacement was necessary. Multiple units of blood products were infused, being both red blood cells and platelets. Later the family made the choice to withdraw care and she expired after 2 days of impella support.